Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
: Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor; urinary dysfincyion sacral nerve stim it was reported that  that since received replacement handset in september, hasn't been able to increase the stimulation on any of the programs. Patient said they used to be able to go up to 0.9 ; however, now they can't increase past 0.4. When asked, patient said that just charged the implant to 100%. Reviewed therapy information and general programming guidance. With instruction, patient connected to implant and confirmed that is on program 5 and tried to increase ; however, they received the message that the system is operating at maximum settings and therapy cannot be increased. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Email was sent to field team notifying them of the situation.